Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, minor scratched lcd window and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump display screen is scratched and cracked and is unable to see the screen. Customer indicated that the pump was dropped. Customer's blood glucose was 180 mg/dl at the time of incident. The customer indicated that they are using their back up plan. The customer was advised that the device would be replaced and to return the product for analysis.